Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing noise, had numerous short v-v intervals, had an increase in pacing impedance. A lead fracture on the pace/sense portion of the lead was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.